Manufacturer narrative:
(B)(4).

Event description:
The facility reported a flogard infusion pump with an "unspecified malfunction". Process step was not indicated. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump with an "unspecified malfunction" was confirmed by service as an f-94 alarm. Quality engineering determined that the cause was due to depleted/defective main batteries, which were replaced to resolve the issue.